Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 33 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 2-3 hours later with the issue resolved and no permanent damage. Customer updated their pump settings to address the event.